Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited post sensed t-wave oversensing. The device was successfully reprogrammed. The patient was stable and asymptomatic.